Event description:
Additional information received noted that the patient's incision never healed - infection. The physician removed the entire system. There was no device equipment failure. The patient was fine.

Manufacturer narrative:
Recharger model 37752 serial# (B)(4); lead model 3778-75 serial# (B)(4) implanted: (B)(6) 2010 explanted: na; programmer model 37743 serial# (B)(4), lead model 3778-75 serial# (B)(4) implanted: (B)(6) 2010 explanted: na.

Event description:
It was reported that the patient's lead had migrated and that the incision from the implant procedure did not heal properly. The incision had "broken open" numerous times over the past year. The patient was admitted into the hospital for lead repositioning. Additional information had been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).